Event description:
The customer reported the ventilator shuts down while on dc power. The battery charging light is illuminated and the ac distribution panel is broken. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).